Event description:
It was reported that the external pulse generator had a damaged atrial port. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken. Analysis also found that the lower case and one side bail cover were broken and the ring was bent. (B)(4) 2014 (deyj1) this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).